Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper defects through corrective and preventive actions. CAPA pr # 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "blood samples were collected from the patient and then sent to the clinical laboratory by the service department. The clinical laboratory called to say that the blood collecting cap had fallen off and blood was spilled, and blood was collected for testing again."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "blood samples were collected from the patient and then sent to the clinical laboratory by the service department. The clinical laboratory called to say that the blood collecting cap had fallen off and blood was spilled, and blood was collected for testing again."